Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "pump (B)(4) patient returned to the clinic and his pump was alarming, there was still 29 ml left to infuse when his infusion should have been completed. This was during an infusion." Device operator was unknown. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) electric & machinery ltd, (B)(4).

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 04/13/2022. Flow rate testing confirmed that the flow rate deviation was 1.59%. The flow rate accuracy was within the +/-5% specification. The event log was also reviewed. The event log showed that the infusion was not completed due to multiple upstream occlusion alarms. The reported issue was confirmed. The root cause of upstream occlusion issue cannot be identified.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2022-00027).